Manufacturer narrative:
(B)(4). Results: occlusion, bypass. Anatomy related; small left external iliac artery. Conclusion: occlusion. Anatomy related; small left external iliac artery.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the diameter of the upper proximal neck was 20.96 to 19.66mm and the diameter of the aneurysm entry was 20.77 to 19.53mm. The aneurysm diameter was 30.73 to 28.35mm. The diameter of right common iliac was 13.65 to 13.47mm. The diameter of the left common iliac was 20.77 to 16.68mm. The diameter of the left external iliac was 8.0 to 7.7mm. The proximal neck length by centerline was 72.6mm. The right access vessel (common iliac) length was 38.80mm and the left access vessel (common iliac) length: 40.90mm. Neck angulation was 10 degrees. It was reported that approximately four months post index procedure the patient presented at the hospital with leg pain. A CT performed during the evaluation did not confirm flow for the patient¿s left limb. Five days later, the patient was admitted emergently and a fem-fem bypass was performed; the occlusion was resolved. No clinical sequelae were reported and the patient is doing fine.